Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Corrected data: d4, h4: upon further investigation it was found that the incorrect serial number (B)(6) was inadvertently entered into the initial medwatch report. The correct serial number (B)(6) has been entered into section d4 of this medwatch report. The unique identifier (UDI) has been updated accordingly. Please note that the incorrect date of manufacture (dom) (november 6, 2017) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (october 27, 2016) has been obtained and entered in the section h4 of this supplemental medwatch report. UDI ¿ (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device and it was determined that the knob of the battery oscillator device was detached from the handpiece device. It was noted that this failure has been addressed in a CAPA. It was further determined that the device failed pretest for check saw blade coupling, and check saw head ratchet. The assignable root cause of this condition was determined to be traced to a design error. A review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI (B)(4).

Event description:
It was reported from (B)(6) that the saw-holder of the battery oscillator device fell apart. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.